Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.5/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim # (B)(4).